Event description:
Customer reported that the touchscreen on his device was scratched and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from cts, and no additional information regarding the resolution or further actions was provided.